Manufacturer narrative:
Initial report sent: 02/24/2010 under MDR number 1717344-2010-00120. Date sent: 02/14/2014. (B)(4). Date of initial report: (B)(4) 2010.

Event description:
The customer reported that during a hemicolectomy, approximately three seals reopened although an end tone, indicating a completed seal cycle was heard. This caused oozing of less than 250cc. There was no patient injury and the same device was used to complete the procedure without incident.